Event description:
The account alleged the head up would not function. No injuries reported.

Manufacturer narrative:
The hill-rom technician replaced the hydraulic manifold block to resolve the issue.